Event description:
It was reported that this right atrial (ra) lead was implanted successfully. However, on the next day's x-rays, the helix was not fully extended. The lead possesses good measurements. At this time, it is unclear if the tip will remain in the atrial tissue. The lead was revised and remains in service. No additional adverse patient effects were reported.